Event description:
It was reported that during an abdominal aortic aneurysm repair, the occlusion balloon ruptured on the initial inflation. The occlusion balloon was removed and replaced with another occlusion balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.